Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through archive/image analysis. Analysis found that the exam was no ideal for navigation. It was a narrow field of view with forehead, noise and ears cut off and there was no trace pattern present. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while in a functional endoscopic sinus surgery (fess) procedure. It was reported that the site was unable to register a patient using tracer. Multiple attempts were made to register the patient. It was mentioned that the patient nose was cut off in the scan and that the patient was very fleshy. Site stated that tracer was attempted using 3-point tracer three times with no success. Medtronic representative walked site through point merge, but the error metric was high. Surgeon chose to abort navigation. There was a delay of less than 1 hour. No known impact on patient outcome.